Event description:
The customer experienced bleeding after inserting the Abbott Diabetes Care (ADC) sensor. The customer experienced symptoms such as bleeding, loss of consciousness and was unable to self-treat. The customer further reported receiving third-party treatment however, details of the treatment were not provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.